Manufacturer narrative:
Corrected fields: h6 (medical device ¿ problem code) a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the machine & found at the time of checking no such issue is observed. Machine checked thoroughly & found machine is working ok. Performed all tests. All tests passed. Observed the machine on system trainer for more than 3 hrs. Machine working ok on system trainer. Equipment handover to customer in good working condition.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) pressure is not coming on properly. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) pressure is not coming on properly. There was no patient involvement.